Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection, and it was noted that the ICD was exposed in the pocket. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.